Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps "infuse incorrectly". It was also reported that the infusion was set up with the flush bag on the blue plastic hanger fully extended and all staff was trained. There was no patient injury or medical intervention associated with this event. No additional information is available.